Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ran out of insulin due to normal insulin depletion. Customer did not have pump supplies with them at the time of the event and customer's blood glucose level became elevated. Customer did not provide a bg value. Customer delivered a manual injection to address elevated bg levels.